Manufacturer narrative:
This info has not been provided. Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. MFR date could not be determined without a lot number.

Event description:
Pt was implanted with prodisc-l at l5-s1. Surgeon indicated the implant is placed ever so slightly too far to the left and pt is experiencing continuing pain. Reportedly, the pt began feeling pain soon after the implantation. Pt will be revised. This report is #1 of 3 for the same event.